Event description:
It was reported that a pump alarmed for system error 102 while on a patient. Any patient injury is unknown.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 102 through the history log, but could not reproduce it. Review of known contributors led to the determination that the input/output printed circuit board (I/o pcb) was the failing component. The I/o pcb was replaced.